Manufacturer narrative:
Device evaluated by manufacturer: updated. Device evaluation: the samples consist of nine units; the returned samples were received in unused conditions within original package. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. The samples don?t present any damage that could cause the failure mode reported. The sample received was set for leak test using a hydrostat vessel. No leaks were detected on nine units; complaint was not confirmed. No other analysis was performed. Root cause cannot be addressed since no defects were found in samples received for evaluation. No action required since the complaint was not confirmed. No fault was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that the line was leaking where the tubing inserts into the luer end. Second unit reported similar problems with the same lot number. Replaced with new lot and no reported issues. There was no patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.